Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number & expiration - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It has been reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason. During the procedure, the acetabular cup was replaced.